Event description:
The facility reported an infusion pump with failure code 810:11. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: failure code 810:11 was confirmed 3 times in the event history. Inspection of the device found that failure code 810:11 was caused by the air-in-line sensor being out of specification. The air-in-line sensor was recalibrated and the pump was returned to the customer fully operational.